Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported to be due to continuous diarrhea. The patient was hospitalized for the event on the same day as onset. The patient was treated with cilanem (250 mg, once every 6 hours in each bag, intraperitoneally, duration not reported), piptaz (2.25 gram, 3 times a day, intravenously (IV)) and metrogyl (500 mg, 2 times a day, IV) for the event of peritonitis. At the time of the report treatment with piptaz and metrogyl was ongoing and the patient's recovery status was not reported. The action taken with dianeal therapy was not reported. No additional information is available.